Event description:
Facility (physical therapist) reported that the seat upholstery on a trhd22fr transport chair has a six inch rip on the left, caused the patient to fall. Patient has bruises on back and buttocks, no medical attention.